Manufacturer narrative:
Corrected field: h6. Impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a fracture presented. The lead was experiencing high impedance out of range measurements and loss of capture. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 260mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a fracture presented. The lead was experiencing high impedance out of range measurements and loss of capture. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a fracture presented. The lead was experiencing high impedance out of range measurements and loss of capture. No additional information is available at the moment. No ad additional adverse patient effects were reported.